Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale reading fluctuates when the fowler is raised. No pt involvement or adverse consequences are reported.